Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results generated by the architect i2000sr processing module for one patient, which was not consistent with the patient¿s clinical presentation. The customer retested the same on another method and normal result was obtained. The following data was provided: on (B)(6)2024, sid (B)(6) initial result = 147.836 pg/ml. Repeat results = 54.36 pg/ml, 80.82 pg/ml, 64.95 pg/ml, and 49.14 pg/ml. Result from another method = 9.0 pg/ml. Per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml. There was no impact to patient management reported. Update: on 27dec2024, the customer provided clarification. The result of 9.0 pg/ml was a repeat from another instrument (same platform).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66086ud00. A review of the device history record did not identify any non-conformances or deviations with lot 66086ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 66086ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent, lot number 66086ud00, was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results generated by the architect i2000sr processing module for one patient, which was not consistent with the patient¿s clinical presentation. The customer retested the same on another method and normal result was obtained. The following data was provided: on (B)(6) 2024 sid (B)(6) initial result = 147.836 pg/ml. Repeat results = 54.36 pg/ml, 80.82 pg/ml, 64.95 pg/ml, and 49.14 pg/ml. Result from another method = 9.0 pg/ml. Per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml. There was no impact to patient management reported. Update: on 27dec2024, the customer provided clarification. The result of 9.0 pg/ml was a repeat from another instrument (same platform).